Event description:
A malfunction on the pump was reported by the caller, with no notable events leading up to the issue. There was no adverse impact on the customer¿s blood glucose level. Cts provided information to reset the pump, assisted the caller in the process, and confirmed that the malfunction did not recur. The customer was advised to continue using the pump and to contact support if the malfunction reappeared, which the caller acknowledged and understood.